Event description:
It was reported that during an ankle syndesmosis the ziptight toggleloc would not tighten all the way. The surgeon used the correct surgical technique but beyond a certain point the toggleloc would not tighten any further. The implant had to be removed and a different metal implant was used to complete the procedure. The procedure was delayed approximately 45 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.